Manufacturer narrative:
The company service representative examined the system but could not replicate the reported event. However, the company service representative noted system message (sm) [warning 441: ac power lost. System is shutting down.] In the event log multiple times. The nonconforming host module central processing unit (cpu) was replaced to address the intermittent issue. Additionally, the power supply and the lithium battery were replaced as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module central processing unit (cpu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system shut down. Procedure details and patient impact were not indicated. Additional information has been requested but not received.